Event description:
It was reported that the patients ipg had migrated causing the soreness on the left side around the pocket site. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively.